Event description:
It was reported that surgeon inserted an aq2015a three piece silicone lens and the optic tore coming thru the injection sys. The lens was removed without any pt injury, and another same model was implanted.

Manufacturer narrative:
(B) (4). Result: visual inspection of the returned product showed that the optic was torn in half and there was evidence of a clear surgical residue. Conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears. The damage to the lens, as observed and photographed upon the return of the lens to staar, can not be definitively and exclusively correlated to a specific root cause. Possible root cause for lens tears include both delivery sys issues and possible handling errors by the customer. To address delivery sys issues, all stages in the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. The address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B) (4).